Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for chronic catheter placement using unk hickman triple lumen catheter. During a chronic catheter placement procedure, the device was allegedly found fractured. It was further reported that the device was allegedly found leaking. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo show partial view of a clinician holding the central venous catheter in which split was noted on the blue lumen catheter extender near the hub. The second photo show partial view of a clinician holding the central venous catheter in which both red and blue luers were connected to external syringe. A fluid droplet was noted on both red and blue lumen catheter extenders near the hub. However, it is not sufficient to determine whether the fluid leak was caused by the catheter from the provided photo. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues for one device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2 (common device name), d4 (medical device catalog #), g3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for chronic catheter placement using unk hickman triple lumen catheter. During a chronic catheter placement procedure, the device was allegedly found fractured. It was further reported that the device was allegedly found leaking. There was no reported patient injury.